Manufacturer narrative:
Evaluation:method: the device history and sterilization records were reviewed.results: the device history and sterilization records reviewed found no non-conformances and product met all final packaging/sterilization acceptance criteria prior to release for distribution.conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has an infection at the ipg site (left hip). The patient was in a motor vehicle accident some time in (B)(6) 2014, and the wound had opened sometime soon after. The patient is expected to have her scs system removed. Surgical intervention is planned for a later date.